Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected pump error 82 alarm noted during testing. Pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error after performing self test. The customer was previously able to clear the alarm and able to rewind the test. The customer was also able to passed the displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.